Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, the physician experienced strong resistance during retrieval of the sliding/deployment lever of the smart control 8 x 60 stent delivery system (sds). The stent was successfully deployed but it was noted to be shortened. The shortened/compressed condition was thought to be due to the deployment difficulty encountered. An additional smart control 8 x 40 stent was placed to cover the target lesion completely, the procedure finished successfully and there was no reported patient injury. The target lesion was the right external iliac artery of unknown diameter. The lesion was reported to have a 100% stenosis, was moderately calcified and mildly tortuous. The approach for the procedure was from the right femoral artery. A non-cordis sheath was used. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The stent delivery system did not pass through any acute bends. No unusual force was used at any time during the procedure. The lesion was pre-dilated prior to stent implantation with a non-cordis balloon catheter. There was no reported difficulty or resistance noted while crossing the lesion with the sds. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. No unusual force was applied during deployment of the stent. The additional stent expanded fully with good wall apposition. The lesion was post-dilated after stent implantation. No thrombus noted post deployment of the additional stent. Films are not available. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected and prepped according to the instructions for use (IFU) and nothing unusual was noted about the stent delivery system prior to use. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15835725 and it were extended to the previous lot 15835722; as well as to the subsequent lot 15836804, manufactured before and after the lots involved in the complaint, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker". It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. There is not enough information to draw a definitive clinical conclusion between the device and the reported event; however, procedural factors may have impacted the event. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. Initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. The difficulty with the deployment lever may also have resulted from the interaction between the outer sheath and the 100% stenosed vessel resulting in the reported difficulty pulling back on the deployment lever. However, with the information available and without return of the product for analysis or films of the event or the deployed stent it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, the physician experienced strong resistance during retrieval of the sliding/deployment lever of the smart control 8 x 60 stent delivery system (sds). The stent was successfully deployed but it was noted to be shortened. The shortened/compressed condition was reported to be due to the deployment difficulty encountered. An additional smart control 8 x 40 stent was placed to cover the target lesion completely. The procedure finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. The target lesion was the right external iliac artery. The lesion was reported to be: a 100% stenosis, moderately calcified, and mildly tortuous. The approach for the procedure was from the right femoral artery. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the instructions for use and nothing unusual was noted about the stent delivery system prior to use. The target lesion vessel diameter was unknown. A non-cordis sheath was used. The stent delivery system did not pass through any acute bends.

Manufacturer narrative:
Concomitant products: indef:everest; gw: cruise; bc:jackal7x40; si: goodman; stent: c08040s. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The lesion was pre-dilated prior to stent implantation with a non-cordis balloon catheter. There was no reported difficulty or resistance noted while crossing the lesion with the sds. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. No unusual force was applied during deployment of the stent. The additional stent expanded fully with good wall apposition. The lesion was post-dilated after stent implantation. No thrombus noted post deployment of the additional stent. Films are not available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15835725 and it were extended to the previous lot 15835722; as well as to the subsequent lot 15836804, manufactured before and after the lots involved in the complaint, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.